Event description:
During review of programming history, it was noted that came into an appointment set to unintended settings indicating an interrupted system diagnostic test. The patient left the last appointment at intended setting so it is unclear when the setting change occurred. No adverse events have been reported as a result of this

Manufacturer narrative:
Analysis of programming history.